Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving fentanyl and baclofen (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently undergone magnetic resonance imaging (MRI). There were no electromagnetic interference (emi) or other magnetic sources present. The hcp was calling for the pump off password for the tablet. No patient symptoms were reported and no further complications were reported or anticipated.